Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was pt had not been getting the relief that pt should be getting. Pt was having an epidural shot and healthcare provider (hcp) asked why pt was getting a shot if pt had a pain device. Pt told hcp it was not taking away all the pain. Pt then reported when they sat down pt got 'buzzed', when pt laid down pt got 'buzzed'. The only time pt did not get buzzed was when pt was standing. It caused pt not even wanting to use it. Patient services (pss) if pt made any adjustments. Pt said yes, they changed the intensity. If pt increased to help the pain pt would get really buzzed when they sit down. When pt laid down or sat in the car pt had to turn stim off. Pt said they had group a and b and had them both on at the same time. Reviewed only one group can be active at a time. Pt was on group a. Instructed pt to try group b on the call. Pt said they were getting zapped. Pt said if they turned off stimulation they do not feel the zapping. Pt turned stim off. Pt said they had no falls/no trauma. Pt was redirected to hcp to check the device. Reviewed the process of contacting the rep. Pt also mentioned they were charging today and it stopped saying there was a problem but then pt continued charging just fine. Pt then saw the orange light on the call which appeared because pt ended charging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from patient regarding their complaint. Patient reports their hcp detected that she was concerned and surprised that the device wasn't more affective. Patient also adds they were not getting zapped from stimulator, but when settings on laying they were being zapped. Also they have not scheduled time to meet with their physician.